Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) requested a review of this pacemaker presenting electrogram (egm). It was noted that the presenting egm showed this pacemaker to be atrial pacing at 100 percent when the device had been programmed to be pacing at ventricular channel only. Technical services (ts) reviewed the egm provided and discussed with the hcp that the atrial activity appear to be likely due to a threshold test. No adverse patient effects were reported. The device remains in service. Subsequent additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested a review of this pacemaker presenting electrogram (egm). It was noted that the presenting egm showed this pacemaker to be atrial pacing at 100 percent when the device had been programmed to be pacing at ventricular channel only. Technical services (ts) reviewed the egm provided and discussed with the hcp that the atrial activity appear to be likely due to a threshold test. No adverse patient effects were reported. The device remains in service. Subsequent additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.